Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical devices: 103535, ringloc ti low profile screw 6.5x40mm, 291200; 103532, ti low profile screw 6.5x25mm, 120650; 103535, ti low profile screw 6.5x40mm, 291200; customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 03383.

Event description:
It was reported that the patient underwent a right total knee arthroplasty. Subsequently, the patient was revised due to the screws coming apart accompanied by pain and inability to bend the knee. Attempts have been made and additional information on the reported event is unavailable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This report is being submitted to relay additional information. Concomitant medical products: biomet arcom porous 4 spike patella, catalog #: 11-150852 lot #: 141410, biomet porous tibial tray, catalog #: 141263 lot #: 139040, maxim porous femoral, catalog #: 140052 lot #: 230920. Reported event was confirmed by revision operative notes received. Revision operative notes identified patient was revised due to failed knee arthroplasty. It was identified patient was revised due to progressive loosening. Radiographically, bone scan and clinically suggested loose implant. There were no allegations on the screw coming apart from the medial records provided. Radiology reports were provided and identified prosthesis to be in satisfactory position. The ap view is oblique but patella appeared rotated laterally. A ribbon like surgical artifact is seen anterior to the tibia. Review of device history records (DHR) with no deviations or anomalies identified that affect the reported event. A definitive root cause could not be determined. If any further information is found which would alter or change any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.